Event description:
The customer reports seeing smoke coming from the architect i1000sr analyzer. The report states that the issue occurred with the plug of the power cable when diconnecting internal electrical cables. The architect's power supply for the system control center (scc) then began to smoke. No injuries were reported. There was no damage reported to the surrounding lab environment. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
There were no returns from the customer site for this evaluation. The customer reported observing smoke coming from the power supply of the system control center (scc) computer, platform f of the architect i1000sr analyzer. A short circuit from the power plug on the power cable that connects to the uninterrupted power supply (ups) generated an electrical charge and burned the power supply of the scc computer. No injuries were reported. The scc was replaced and the architect analyzer's back up was restored. The start up and calibration of robotics and optical checks were successful, confirming normal function of the architect system. Systems operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue.